Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had become depleted and stopped providing therapy. It is unknown if the ipg depleted prematurely or normally. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue."

Event description:
Additional information received indicates the ipg was replaced to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. Per event details, the patient was unable to communicate with the ipg. The patient did not report having any procedures prior to no ipg communication. Since the device entered the service app state on 23-march-2021, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. Since the device had a crc error, functional testing could not be performed, and a more thorough analysis could not be performed. DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product.